Event description:
In late 2008, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter had an "error 5" issue. The pt indicated that the alleged meter issue started two days prior, at 7:00 am. At an unspecified time after the alleged issue began, the pt claimed that she developed symptoms of shakiness and blurriness. The day prior to original date, at 10:00 am, the pt reportedly administered self-care by consuming more food/drinks. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.